Event description:
Patient¿s relative is alleging wound deterioration as a result of poor clinical practice. There is no suggestion that a device malfunction caused or contributed to the wound deterioration.